Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection was noticed on the right internal carotid artery. The physician implanted a secondary stent to cover the dissection. There was no reported patient harm or adverse consequence.